Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-04862. The patient reported experiencing heating at her scs ipg pocket site while charging and as a result was unable to fully charge her scs ipg. Subsequently, the patient received a replacement charging system which did not resolve the issue. The patient's scs ipg was explanted and replaced with a different model. No further issues regarding the event have been reported following the surgical intervention. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04862. Additional information received identified that prior to the patient's scs ipg being explanted and replaced, the patient was no longer able to establish communication between the device and the charging system. As a result, the scs ipg battery ran low and the patient lost stimulation. It was also reported the patient experienced pocket stimulation while charging. A replacement charging system was tried to no avail. No further issues regarding these events have been reported following the surgical intervention.